Manufacturer narrative:
Investigation results: a visual examination of the returned wallstent enteral stent with its delivery system noted that the stent had been deployed. The wires at both ends of the stent were uncrossed and damaged. This damage is consistent with a resistance being met during deployment. No issues were noted with the profile of the delivery device. The noted damage to the returned device is consistent with resistance met during deployment and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent enteral colonic ng stent was used during an intestinal stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a colonic stricture due to malignancy. Reportedly, there was no visible damage noted to the stent prior to the procedure. During the procedure, when the stent was 1/3 deployed, the physician noted that the stent was damaged on one at the end. The stent was fully reconstrained and removed from the patient. Following the procedure the stent was fully deployed and the physician noted that the ends of the stent wires were uncrossed and damaged. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent enteral colonic ng stent was used during an intestinal stent implantation procedure performed on (B)(6) 2015. According to the complainant, the stent was placed to treat a colonic stricture due to malignancy. Reportedly, there was no visible damage noted to the stent prior to the procedure. During the procedure, when the stent was 1/3 deployed, the physician noted that the stent was damaged on one at the end. The stent was fully reconstrained and removed from the patient. Following the procedure the stent was fully deployed and the physician noted that the ends of the stent wires were uncrossed and damaged. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent damaged. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.